Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 52 mg/dl; current blood glucose value: 84 mg/dl and customer alleging low blood glucose due to a insulin flow blocked, also self test failed. Troubleshooting was performed and found that the customer was treated with carbs intake. The customer was reporting weakness, fatigue, dizzy as symptoms related to low blood glucose event. The insulin pump was used within 48 hours and the auto mode feature was active at the time of the event. Also reported that insulin was dripping from the end of set before connecting at their site. The insulin pump was worn during the airport scanning, was exposed to the strong magnet. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No delivery alarms or prime/fill anomalies were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed no delivery alarms on (B)(6) 2023 at 07:33:51.000, 12:27:02.000, and 13:03:52.000 during bolus. Pump delivered 139 bolus deliveries on the event date of 09/06/2023 at 00:21:05.000 to 23:58:42.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (22.3 mv). Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and battery cap contact missing. No delivery/occlusion alarm - unknown timing, device test failed, and prime/fill anomaly were not confirmed during testing. Unable to verify customer's complaint for exposed to magnetic field or MRI and low bg's. Battery cap contact missing was confirmed during visual inspection. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.